Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hinges on the vasoview 7 scissors broke and were dangling off. A new kit was used to complete the procedure. The hospital reported no pt effects. Device will be returned.